Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: (B)(6) 2020 h.6. Investigation: customer returned (1) loose 1/2cc, 8mm, 31g relion syringe in an open poly bag from lot # 9231071. Customer states that there is a little ball inside the syringe. The returned syringe was examined and exhibited a hard piece of material inside the barrel of the syringe. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polypropylene with some silicone. A review of the device history record was completed for batch# 9231071. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200838188, 200838425] noted that did not pertain to the complaint. Process summary: this automatic syringe assembly machine feeds 0.5ml syringe components (barrel stopper, plunger) and assembles them. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial, and various inspection and transfer dials. There were no quality notifications or logbook entries that pertained to this complaint during the production of this batch. Root cause cannot be determined. H3 other text : see h.10

Event description:
It was reported during use the syringe 0.5ml 31ga 8mm 10 bag 500 wal had foreign matter on the device cannula/in fluid path. The following information was provided by the initial reporter: the customer noticed when drawing up the insulin there was a small ball inside the syringe.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9231071. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200838188, 200838425] noted that did not pertain to the complaint. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the syringe 0.5ml 31ga 8mm 10 bag 500 wal had foreign matter on the device cannula/in fluid path. The following information was provided by the initial reporter: the customer noticed when drawing up the insulin there was a small ball inside the syringe.